Manufacturer narrative:
Avid medical issued formal complaint # (B)(4) to the manufacturer covidien concerning the misfiring of the surgiclip for item no. 134031, manufacturer lot# p6e0131cx.

Event description:
Avid medical is the manufacturer of a custom procedure tray that includes the following component: clip, surgiclip, vendor part # 134031 manufactured by covidien, FDA establishment # (B)(4). Avid medical received a complaint originated by (B)(6) medical center, (B)(6) stating that the surgiclip was misfiring and is unsafe to use. The complained clip, surgiclip part is available for evaluation, but has not been sent to the manufacturer (covidien) as of yet. Avid medical issued formal complaint # (B)(4) to the manufacturer covidien concerning the misfiring of the surgiclip for item no. 134031, manufacturer lot# p6e0131cx. No patient injury was reported.